Manufacturer narrative:
A4-a6:unk . H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a replacement 12.6mm vicm512.6 implantable collamer lens of a -4.5 was implanted into the patient's right eye (od) on (b)6) 2023. The problem was resolved. Reportedly, "a few striae on the endothelium."

Manufacturer narrative:
Claim# (B)(4).